Event description:
The customer reported they experienced a loss of telemetry patients due to a network disruption between a xhibit central station and xhibit telemetry receiver. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer reported that the outages occurred several times and each time they resolved the issue by restarting the xhibit central station and reseating cables. A spacelabs field service engineer (fse) went on site to inspect all network related hardware associated with the xhibit central station (xcs) and xhibit telemetry receiver (xtr). No network issues were identified. No issues were seen with the xcs or xtr. The software was updated on the xhibit telemetry receiver while the fse was on site. Following the fse visit, no further outages were observed. Cause of failure was not established.